Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a "wearable failure" occurred. The patient did not have a blood glucose meter at the time of the event and did not have any additional sensors. An unknown time after the sensor had failed, but on the same day, the patient experienced a hypoglycemic event. The patient was experiencing vomiting and was brought to the hospital. No blood glucose values were reported, but the patient was treated with intravenous fluids, potassium, glucose, sodium, and insulin (understood as part of the diabetes management after the treatment for hypoglycemia). No further medication was reported. It was unknown how much time the patient spent at the hospital. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.